Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: 694965 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and high impedance. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.